Manufacturer narrative:
A ge service rep performed an on site investigation. The old image files and directories were erased. Then a structure for d partition was recreated. The system was then found to be working as intended.

Event description:
The customer indicated the system failed to save images. No report of pt injury.